Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test and unable to prime at 4.0 pounds during prime/a33 test due to faulty force sensor system. The pump had cracked display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 280 mg/dl. The customer will be sent a replacement pump. The customer will return the pump for analysis.